Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The peritonitis was manifested by aches in the stomach area. The patient was hospitalized for the peritonitis. Treatment for the event was not reported. The next day, the patient was discharged from the hospital. One week later, the patient was again hospitalized for the event of peritonitis for one week. After discharge from the hospital, the patient stated that the patient still felt aches in the stomach area. The outcome of the peritonitis was unknown. At the time of this report, dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.